Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 502 mg/dl with no reported symptoms associated with an pump suspend issue; ketones were not tested. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient admitted to multiple pump suspends and resumes. It was also revealed that the patient was ill and was on a power antibiotic at the time of the complaint. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error of the pump¿s suspend feature.